Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for predilation and was initially inflated at 10 atmospheres. However, on the second inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for predilation and was initially inflated at 10 atmospheres. However, on the second inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the proximal edge of the distal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).